Manufacturer narrative:
Device alarmed pump error after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.